Manufacturer narrative:
Philips has investigated this complaint. The customer cancelled the service request as the issue was resolved by another service provider. The system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system not fully booting up and took a long time to shut down. There was no reported patient or user harm. Philips has started an investigation of this complaint.